Event description:
It was reported that the patient underwent ureteroscopy lithotripsy for kidney stones. The hybrid guidewire (B)(6) was used for the first time. It was smooth and normal when it was inserted. After a period of time, the stent was placed over the guidewire. It was found that the green coating at the end of the guidewire fell off and was wrapped with the stent, almost falling on the patient. The doctors intraoperatively communicated in between and tried every means to remove the coating, which had some impact on the clinical operation and prolonged the operation time. At the same time, the doctor had great doubts about the quality of the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one photo sample that shows top view of guidewire with jacket removed. Therefore, the reported event is confirmed. Labeling was found to be adequate. The baw is attached in the investigation overview tab. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction; d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent ureteroscopy lithotripsy for kidney stones. The hybrid guidewire hw35ss was used for the first time. It was smooth and normal when it was inserted. After a period of time, the stent was placed over the guidewire. It was found that the green coating at the end of the guidewire fell off and was wrapped with the stent, almost falling on the patient. The doctors intraoperatively communicated in between and tried every means to remove the coating, which had some impact on the clinical operation and prolonged the operation time. At the same time, the doctor had great doubts about the quality of the product.